Manufacturer narrative:
One device was returned for repair in used condition. This device has not been in for service in the review period. The event history was not available to review. Functional testing found the clock battery is due. Also, alarming service alarm 54 was verified by functional testing. The cause is the motor service due alarm message. Replaced the motor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device has a damaged rear top label, lens has scratches on it and the clock battery is due. Also, alarming service alarm 54. Event occurred during testing. This issue is not related to physical damage/abuse. There was no patient involvement.